Event description:
Information received from the field notes that the patient presented for a follow-up with a bipolar ventricular lead impedance of <200 ohms. Noise was noted on the intra- cardiacs. Autocapture was in high output mode and there was no capture at 7.5 v. Unipolar impedance was 235 ohms with capture thresholds at 1.25 v, 0.4 ms. The patient was not pacemaker dependent but was paced 100% in the ventricle. The patient will be monitored.